Event description:
A us distributor contacted zoll to report that a patient developed an abscess under the lifevest equipment. Patient described the area as an abscess under the back left electrode. There is no indication that the patient received medical intervention. The patient reported having to go to urgent care to have it lanced, drained, cleaned, and bandaged. Follow up indicated that the abscess improved.